Event description:
It was reported that the bd safetyglide¿ insulin syringe experienced incorrect label information. The following information was provided by the initial reporter: 50 unit syringes are packaged in 100 unit labeled packaging.

Manufacturer narrative:
Initial reporter facility name: (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for additional lot number is as follows: medical device lot #: 1257370. Medical device expiration date: 31-oct-2026. Device manufacture date: 14-sep-2021. Medical device lot #: unknown. Medical device expiration date: unknown. Device manufacture date: unknown.

Event description:
It was reported that the bd safetyglide¿ insulin syringe experienced incorrect label information. The following information was provided by the initial reporter: 50 unit syringes are packaged in 100 unit labeled packaging.

Manufacturer narrative:
H6: investigation summary : no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A review of the device history record was completed for batch# 1257370. All inspections and challenges were performed per the applicable operations qc specification. There were zero (0) notifications noted that pertained to the complaint.